Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. Previous measurements from 2007 showed an estimated 1.75 years remaining longevity. The hardware elective replacement indicator (eri) by te was checked, and indicated that the device had not reached eri. Since a download might deplete the battery, it was decided that the device would be replaced.